Event description:
Patient reported the menu button on the infusion device does not always respond. Patient stated he has to push very hard for the button to work. Patient reported this could mean he does not realize it has worked. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).